Manufacturer narrative:
(B)(6). This report is for a breach in aseptic technique which resulted in a pd infection. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which resulted in a pd infection. The breach in aseptic technique was further described as caused by bacteria due to breaking aseptic technique. The infection site was not specified. It was not reported if the patient was hospitalized for the event. The patient was treated with an unspecified intraperitoneal anti-inflammatory drug for the event. At the time of this report, the patient was recovered. Dianeal therapy was ongoing. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available as the reporter declined follow up.